Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5092222) that a female patient who had unknown mentor gel implants placed began experiencing symptoms of an autoimmune disorder post procedure. Beginning in 2014 the patient began experiencing brain fog, memory loss, joint pain, thinning hair, dry skin, weight gain, inflammation, chronically swollen right ankle, loss of libido, slow muscle healing, dry cough, mucus, nausea, reflux, gastritis, night sweats, intolerance to cold, food intolerance, tinnitus, worsened vision, heart palpitations, shoulder soreness, swollen lymph nodes, dehydration, discolored extremities, gall bladder issues, fibromyalgia, tightness in the shoulders with lumps, and an unspecified connective tissue disorder were all noted. The connective tissue disorder required surgery. As a result, an explant was performed on (B)(6) 2019. No device issue such as rupture was reported. See 1645337-2020-05163 for contralateral prosthesis report.